Event description:
It was reported that the patient presented in clinic for device check. It was noted that the right ventricular lead exhibited low pacing impedance. The lead polarity switched to unipolar pacing and the capture thresholds were high in unipolar configuration. No intervention or patient symptoms were reported.